Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A decrease in hearing was noticed. An x-ray was performed which revealed 5 electrode channels being out of cochlea. In situ measurements was indicative of a functional device. The device has been explanted as re-insertion was unsuccessful.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted as the active electrode migrated partially out of cochlea. During revision surgery, the re-insertion of the electrode was unsuccessful, therefore the patient was re-implanted with a new device. The investigation results appear to match the problems mentioned in the patient report. This is final report.

Event description:
After a decrease in hearing was noticed, an x-ray revealed 5 channels being out of cochlea. In situ measurements are normal. The device has been explanted as re-insertion was unsuccessful.